Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code that was not resettable. There was no reported adverse impact on the customer's blood glucose level. The customer's pump was under warranty, so technical support arranged for a replacement pump, and the customer was advised to use a backup insulin pump to ensure continued insulin delivery. The caller was instructed to return the malfunctioning pump using a pre-paid label and acknowledged how to place the pump into storage mode before returning it.